Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm. Microcatheter (mc #1) and advanced an enterprise vrd and delivery stent (#1). During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). The second prowler mc and enterprise vrd were positioned at the target lesion and the physician successfully coiled/filled the aneurysm using ev3 and microvention coils. After the coiling of the aneurysm, when the enterprise delivery system (#2) was withdrawn, the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment with no additional target/vessel information available. An attempt to retrieve the fractured segment of the delivery wire was made, but was not successful. The delivery wire was not re-shaped prior to use. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The devices were inspected prior to use and appeared to be normal. The devices were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available. (B)(4): the product was returned for inspection. A review of the manufacturing documentation associated with prowler select plus lot 15482631 presented no issues during the manufacturing process that can be related to the reported complaint. Two non sterile microcatheter s select plus and two enterprise vrd were received inside of a plastic bag. An enterprise delivery wire was received inside of a coil dispenser. The first microcatheter (mc #1) was received with a 'y' connector and the enterprise introducer tube inserted on it. Also the enterprise stent was received deployed into the hub of mc #1. The mc presented no visual damages. A cordis lab sample guidewire 0.018'' was introduced from the proximal end of mc #1, the guidewire was able to go through the mc without any resistance/friction. After that, the enterprise delivery without stent, which had been deployed, was introduced into mc #1 and it was able to go through the mc without any resistance/friction. The ID of the mc #1 was measured and found within specification. The second microcatheter (mc #2) was received with a 'y' connector and the enterprise delivery wire was inserted in it. The mc presented a compress/flat section at the distal end. Some waves were noted on the devices; however these appear to occur during the handling of the units when they were returned for evaluation. The cause of the compress/flat section found on the second mc could not be conclusively determined, but it does not appear to be manufacturing related. Mc #2 was observed under a microscope and the compress/flat section was confirmed. After removal of the enterprise delivery wire from mc #2, a cordis lab sample guidewire 0.018'' was introduced from the proximal end and despite the damaged of mc #2, the guidewire was able to go through the mc with some resistance/friction on the compress section. The ID from the mc #2 was measured and was found within specification. Based on the analysis of the received condition of the two mcs, it can be concluded that the first mc (mc#1) received with the stent in the hub was the mc used with the first enterprise vrd with which it was reported that the enterprise was not able to be introduced through the mc. Because it was reported that the insertion difficulty occurred midway through the mc, it is likely that the stent being deployed in the hub was due a gap created by the introducer not being fully seated in the mc hub as outlined in the instructions for use. This would allowing the stent to expand in the gap. It was reported that the enterprise system and mc were withdrawn as a unit which would seem to indicate that the stent deployment in the hub occurred either during the introduction process or after removal from the patient. If it occurred during the introduction process, this would have likely impacted the ability to introduce the enterprise through the mc. With analysis of both returned mcs, obstruction of the mcs was not confirmed. Functional analysis was performed successfully with the mcs and the ID of the mcs meets specification. The cause of the compress/flat section found on the second mc could not be conclusively determined, but it does not appear to be manufacturing related. Although no definitive conclusion can be made, neither the analysis nor the DHR suggest that the inability to insert the enterprise through the mc is related to the mc manufacturing process; therefore no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00016, #1058196-2012-00017, and #1058196-2012-00018.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm microcatheter (mc #1) and advanced an enterprise vrd and delivery stent. During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). Both products were positioned at the target lesion and the physician successfully coiled/filled the aneurysm. When the physician withdrew the enterprise vrd system (#2), the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment. The physician did attempt to retrieve the fractured segment of the delivery wire but was not successful-no other details were provided. No additional target lesion information was provided. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The complaint products were inspected prior to use and appeared to be normal. The complaint products were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available.

Manufacturer narrative:
The products were returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00016, #1058196-2012-00017, and #1058196-2012-00018.